Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Sepsis is a known complication of the procedure. The device was discarded by the hosp. As indicated by the physician, no device failure.

Event description:
The physician reported on a 30-day follow up form (dated 1/25/07) for a pt impl in 2006 that the pt died of sepsis and pneumonia twenty nine days later. Physician indicates that this was not related to the impl procedure or device.